Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver would not turn on. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. The receiver was charged and a boot test was performed on the receiver, finding the receiver perpetually rebooting. The receiver case was opened and an interior inspection was performed and it passed. Data logs were downloaded and reviewed, finding a screen error alarm, in addition to a hardware error and a firmware error. Based on the findings of a firmware error this is now reportable. The complaint of the receiver not charging was confirmed. The root cause was determined to be ui-u1 board related failures, post investigation.